Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient was feeling unbalanced and experienced a possible syncopal event. No adverse patient effects were reported.